Event description:
I used bausch and lomb's renu "no rub" contact solution on a daily basis. I acquired an eye infection with symptoms similar to pink eye. My eye was pink and there was a mucusy discharge. I immediately got treatment in the form of eye drops -maxitrol- or -neomycin/polymyx/dex oph susp-. I recently found out that this brand of contact solution was pulled from shelves because it was being investigated for its correlation with an outbreak of eye infections.